Event description:
It was reported that the customer had a motor error alarm along with a e-70 alarm. The customer's blood glucose level was 345 mg/dl. The customer was able to rewind the insulin pump, but was unable to continue with pump therapy due to the e-70 alarm. The insulin pump is being returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip. Unable to verify any alarms in the alarm history due to an overwritten history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).